Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent elevated blood glucose levels in the mid-200s with a peak of 288 while asleep, with insulin delivery recorded by the pump; the caregiver later observed small air bubbles in the infusion line, changed all infusion supplies, and blood glucose subsequently trended down; no device alerts or alarms were reported. Symptoms included hyperglycemia with fatigue and headache. Outcomes included no additional clinical impacts reported. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.